Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on the info provided, it cannot be determined that the alleged "damage" is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response. This report is being filed due to possible user error.

Event description:
The following info was reported to kci by the family member: the patient experienced "damage done by the v.a.c. Due to the nurse at the facility applying the v.a.c. Incorrectly". The family member also stated she wants to "keep her husband on the product to finish healing the wounds... The kci product is working...". On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. Since report of customer complaint, at least three (3) unsuccessful attempts have been made to retrieve the activ.a.c. Device. To date, this device has not been returned to kci and thus the unit is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged "damage" is related to v.a.c.® therapy.

Event description:
On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On aug 17 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.